Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed motor error, the motor makes noise and that there is no infusion. Customer was advised that the device would be replaced and to return the product for analysis. No further information was given.

Manufacturer narrative:
The pump functioned properly during the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. No motor error alarms or motor noise anomaly noted. The motor was tested outside the device and passed the motor test. The pump was received with minor scratches on the display window, a cracked display window corner, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.